Event description:
The customer reported to beckman coulter (bec) that about 4 ml of blue fluid leaked under the rockerbed of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves, goggles and a laboratory coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed the leak reported by the customer. The fse indicated that the needle assembly seals were broken, which was causing clenz to leak out of the needle. The fse replaced the needle assembly, resolving the leak. Failure mode of the leak was related to broken seals on the needle assembly. (B)(4).